Event description:
Per independent repair center statement, the (B)(4) concentrator was alarming (red light). The key failure was sieve beds had high pressure. Additional malfunction was a defective outlet connector.